Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced low blood glucose levels from yesterday afternoon which was 40 mg/dl. The patient also reported that the reason for hospitalization was low blood glucose levels. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.